Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited far r wave oversensing which caused inappropriate mode switch episodes. No intervention was performed, additional information was not reported.